Event description:
The reporter called and alleged discrepant results when compared to a lab. The device result reported was 5.1, 6.8 (repeat 6.9) inr. The corresponding lab result reported was 3.1 and 3.7 inr.